Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Pa lot evaluation (potential ae) completed on 3/10/2016 provides no new information as an evaluation of the test strip lot concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On january 11, 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately low results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started reading inaccurately around (B)(6) 2016, when she obtained alleged inaccurately low blood glucose results on the subject meter of "119mg/dl", "129mg/dl" and "147 mg/dl" compared to "131 mg/dl", "160mg/dl" and "163 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls within lfs' criteria for accuracy. The patient manages her diabetes with insulin (self-adjuster). She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate results. She reported that an unknown time after the alleged issue with the meter started, she developed symptoms of "cold" and "blurry eyes". She denied receiving any treatment for her symptoms. During troubleshooting, the cca established that the patient's meter had been set to the correct unit of measure and the patient had used the same approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she obtained inaccurately low results on the subject meter, administered medication based on the results she obtained, and reportedly developed symptoms suggestive of severe hyperglycemia, after the alleged meter issue began.